Manufacturer narrative:
The returned plug driver (p/n 2000-9061) and torque stabilizer (p/n 2000-9075) were visually inspected by quality engineering. The tip of the plug driver does not show evidence of fracture as is reported in the complaint. Magnified examination of the plug driver tip does show evidence of splaying which may be evidence of the driver experiencing excessive torque during use. The instrument is beyond its useful function in its current state. The device functionality was assessed by combining the plug driver and torque stabilizer, attaching a polaris 5.5 system t-handle, and operating the device to drive a polaris 5.5 plug into a multi-axial screw. The device mated and operated as intended and as advised in the polaris 5.5 system surgical technique guide, but insertion into the plug was compromised due to the aforementioned wear on the driver tip. The root cause of this event cannot be conclusively determined with the available information. The device clearly underwent significant loading, and it is possible that these excessive forces were the result of patient condition (hard bone, unique anatomy, etc.), improper technique (use of instrument with the corresponding torque limiting handle), and/or misuse.

Event description:
The customer reported that tip of the instrument broke during the transpedicular stabilization surgery. No adverse events were reported, however this device is subject to the two rule malfunction rule.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent once the device evaluation is complete.